Event description:
A patient reported they were hospitalized due to passing out. Their ot profile meter allegedly was inaccurately low. The result on their meter was 65 mg/dl. The result on the lab was approximately 1400 mg/dl. The time difference between patient's meter and lab was unknown. Treatment was IV insulin. No further information has been reported.